Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. A service history record review was attempted for the subject device. The subject device is a lot controlled item, therefore, the review could not be completed. The manufacture date of this item is oct 8, 2014. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that the tip of the depth gauge for small screws was missing after it was washed. It was confirmed that there was no patient or surgical involvement associated with the reported event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service and repair evaluation was performed for the subject device. The customer reported the tip was missing. The repair technician reported ¿missing parts¿ as the reason for repair. The cause of the issue is unknown. The depth gauge tip was replaced. The item was repaired, passed synthes final inspection and returned to the customer on feb 10, 2016. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI number), (B)(4). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.